Event description:
A report was received stating that an infection was discovered at the incision site while pulling a patient's trial leads. The infection was cellulities, and was treated with two types of antibiotics (bactrim and doxacyclin).

Manufacturer narrative:
The explanted device will not be evaluated, as they were discarded by the medical facility.